Event description:
An end-user's bed actuated independently, which caused the staples from the user's abdomen injury to come undone. The staples were reinserted by a physician and the user was not seriously injured.